Event description:
As reported by the user facility: event number 7: reports 10 sets leaked chemo. The leak is at the lowest y-site; leakers are worse when push given. No samples were saved as sets all contained chemo.

Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for eval. Without the actual sample, a thorough eval could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process of final product inspection. If add'l pertinent info becomes available, a follow-up report wil be filed.